Event description:
The customer observed (B)(6) architect hbsag qualitative ii and architect hbsag qualitative ii confirmatory results on a pregnant female patient. The following data was provided: (B)(6) 2021: sid (B)(6) initial result = (B)(6), repeat = (B)(6) and (B)(6). Architect hbsag confirmatory test was performed and generated (B)(6) results: hbsag q2c2 = (B)(6), hbsag q2c2 = (B)(6), %n = (B)(6). A new sample was collected: (B)(6) 2021: sid (B)(6) initial result = (B)(6) and anti-hbc ii = (B)(6). No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 2g23 has a similar product distributed in the us, list number 4p54. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect hbsag qualitative ii results on a pregnant female patient. The following data was provided: (B)(6) 2021: sid (B)(6) initial result = 12.07 s/co, repeat = 12.72 s/co and 12.97 s/co architect hbsag confirmatory test was performed and generated positive results: hbsag q2c2 = 11.86 s/co, hbsag q2c2 = 0.24 s/co, %n = 100.2% a new sample was collected: (B)(6) 2021 sid (B)(6) initial result = 0.20 s/co (negative) and anti-hbc ii = 0.17 s/co no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive architect hbsag qualitative ii and architect hbsag qualitative ii confirmatory results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house testing. Trending review did not identify any trends for the issue for the products. Device history record review did not identify any nonconformances or deviations associated with the likely lot numbers 30183fn00 or 30302fn00 and the complaint issue. In-house specificity testing was completed using retained kits of complaint lot numbers 30183fn00 and 30302fn00 stored at the recommended storage conditions. All specifications were met indicating that the lots are performing acceptably. The overall performance of the architect hbsag qualitative ii assay was reviewed using field data from customers worldwide. Review shows that the median patient result for lot 30183fn00 for the negative population is comparable with all other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect hbsag qualitative ii reagent for lot 30183fn00 and the architect hbsag qualitative ii confirmatory reagent for lot 30302fn00 was identified.